Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue; however, it was verified after reviewing a video from the customer. As a precaution, physio-control replaced the battery pins, battery contact assembly, battery wire harness assembly and the power pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off. There was no patient use associated with the reported event.